Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Device interrogation revealed noise reversion and auto mode switch episodes due to oversensing of lead noise on both the atrial and ventricular channel. The noise was reproducible with isometrics. No intervention or additional information was reported.